Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to a defective o2 pressure regulator. Additional information:the reported issue happened prior to patient use.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 388 - no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, engineer performed o2 gas path test and reviewed log. Vyaire initiated insp block replacement and was able to regulate the o2 pressure to 2.9bar that fixed the problem. No exact root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.